Event description:
It was reported that following a coronary artery stenting procedure, the patient developed in-stent restenosis. The patient presented for treatment at the time of the index procedure with an acute myocardial infarction. A 3.0x16mm express2 bare metal stent was placed in the proximal rca (right coronary artery)on an unknown date. In 2009, the patient had a positive stress test and was admitted electively for cardiac catheterization. In-stent restenosis was found in the proximal portion of the stent and proximal to the stent. Treatment consisted of percutaneous coronary intervention and stent placement. The patient was taking aspirin and plavix at the time of this event.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.